Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
A report was received that states that an insertion obturator could not be removed from the shaft of a just placed tracheostomy tube. The trach was removed and replaced. The patient recovered with no incident related medical sequelae.